Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient reported that display has become very dim and faded and he is having trouble seeing it in well lit areas; this has happened gradually. The patient has adjusted the contrast up to 10. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly.